Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Investigation is ongoing. A follow-up report will be filed. During a review of our records it was discovered that this report was inadvertently not filed during the appropriate time frame.  As a result of this review, the report is being filed  today.

Event description:
(B)(6) female had first post-op clinic visit. During attempt to remove 2 jp drains, they snapped off and portion remained in patient. Pt underwent surgery the next day for removal. Patient underwent exploratory laparotomy and removal of retained drains under general anesthesia. No complications and patient was to discharged home.